Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product evaluation was not performed because the product was not received (the device was discarded at the customer site). The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) was removed and replaced from a patient's left eye as doctor had to do vitrectomy and switch to a different, a non-johnson and johnson lens. A one-hour delay was due to the unplanned vitrectomy, sutures, and implant of replacement iol. There was no medication prescribed. The patient outcome is unknown. The suspect iol was discarded. No other information was provided.